Manufacturer narrative:
Additional information provided in a.2., d.1., d.2., d.3., d.4., d.6a., d.10., b.5., b.6., b.7., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one and half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A non-healthcare professional reported that following an initial implant procedure, lens was not strong enough so the surgeon scheduled him for a lens exchange when he had another lens implanted, he was still had issues focusing on street signs. His surgeon scheduled him for a laser-assisted in situ keratomileusis (lasik) procedure right eye (od). His vision still was not a sharp as he wanted so his surgeon did another lasik procedure. He still was not happy with the result, so the surgeon did one more lasik treatment. The reporter was told to have his left eye treated with iol and the eyes should work together. Consumer was nervous to have surgery on his left eye because now, its the good eye. He was going to have a second opinion. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.